Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroplasty procedure, a small piece of metal from the 6.0 cannulated drill (ar-9216-3) broke off in the patient's glenoid. It was not known at the time of the surgery ((B)(6) 2019) and was discovered when the patient came in for a routine follow up xray in (B)(6). There were no issues during the procedure or with the patient at follow up. No revision is planned. There is a small piece of metal visible on xray in the glenoid vault. Additional information provided 10/1/2019: the patient is not experiencing discomfort. The fragment appears to be contained in the vault.